Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high" due to not having enough insulin in the cartridge. A correction bolus was administered to address the bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.